Event description:
New information received notes that bluetooth low energy (ble) telemetry was restored with corrective programming. No patient consequences were reported.

Manufacturer narrative:
The reported event was resolved with troubleshooting steps provided by technical support. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy (ble) telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.